Event description:
The pt is in the hosp and the reporter stated pt was treated for both hypoglycemia and then given insulin. The reporter alleged the suspect device was not accurate compared to a reference method for blood glucose. The suspect device read 153m/dl and insulin would be given, and then the lab value would come back as 14mg/dl and d50 would be given to the pt. Said controls were in range on the system. The suspect device was replaced with new product and then authorized for return to the MFR for evaluation.